Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This was observed ¿before treatment¿ for peritoneal dialysis therapy. There was no allegation against the adapter. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted that the transfer set in an open pouch with the blue pull ring cap over the patient connector. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.